Event description:
The customer observed falsely elevated architect free t4 results for one patient. The following data was provided: sid (B)(6): initial free t4 test 22.04 (reference range 9.01-19.09), retested free t4 13.10. Other results provided: free t3 5.82 (reference range 2.43-6.01), tsh 1.7038 (reference range 0.35-4.9). No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. All available patient information was included, no additional patient information was available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.